Event description:
(B)(4). The dealer reported that during use of the 3gtq3-cg power wheelchair, the tilt was not functioning, and the unit was stuck in drive lockout. It is unknown if the unit was stuck an elevated tilt position. Should we receive additional information, this event will be revised, and a supplemental report will be submitted. There was no patient injury reported.